Manufacturer narrative:
Film evaluation summary: the endoleak was confirmed on the films provided; however, the cause and type could not be determined. The anatomy at implant is unknown. Pre and post CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration and graft integrity could not be performed. While a type iii fabric endoleak cannot be ruled out, it would be less likely to have occurred at index. The angiograms did not allow for review of any anatomical factors which could have contributed to an acute type iii endoleak, e.g. Calcification. The endoleak appeared to be in a location where the components were not overlapping; across a single fabric layer and so is considered to have possibly been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of 48mm hypogastric aneurysm.  It was reported during the index procedure after the endurant stent (6x16x199) was implanted a type iii endoleak was identified through the graft. The physician relined with an additional 2 stents (16x16x156 <(>&<)> a 16x16x124) and the endoleak was confirmed as resolved.  Per the physician the cause of the endoleak was due to graft disruption. No additional clinical sequelae were reported and the patient is fine.